Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly experienced infection. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B5, d4 (medical device lot #, unique identifier (UDI) #), g2, g3, h6 (patient, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2020, a port was implanted via the left subclavian vein in a patient with history of obstructive carcinoma of the tongue base with upper airway compromise. Blood cultures from march 2020 were positive for methicillin-sensitive staphylococcus aureus (mssa) and methicillin-resistant staphylococcus aureus (msra). Approximately five months and twenty-two days later, on (B)(6) 2020, the patient was diagnosed with pulmonary edema and congestive heart failure (chf) exacerbation. Further, port removal was recommended due to bacteremia and bacterial endocarditis. Subsequently, the port was removed on (B)(6) 2020. However, the current status of the patient remains unknown.